Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - p/n 00801803603 femoral head sterile product do not resterilize 12/14 taper l/n 63079297, p/n 00784101450 femoral stem fiber metal midcoat collared 12/14 neck taper extended neck offset cementless size 14 lm body l/n 63077052, p/n 00620205622 shell porous with cluster holes 56 mm l/n 62883561, p/n 00625006540 bone screw self-tapping 6.5 mm dia. 40 mm length l/n 63077865, p/n 00630505636 liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell l/n 62916917. The device has not been returned for evaluation at the time of this reporting. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised due to pain, weakness, difficulty ambulating, elevated metal ion levels, and metallosis. Muscle necrosis, fluid build up, and corrosion of the stem taper was identified intra-operatively. The stem remains in-vivo. No further information provided at this time.